Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir was leaking. Fluid was not present under the display. Customer reported that reservoir was discarded. Customer reported that reservoir was leaking at past second o ring. Customer did not tilt plunger during filling process. Air bubbles was not present in reservoir. No harm requiring medical intervention was reported. The reservoir will not be returned for analysis